Event description:
A hospital in (B)(6) reported via our distributor that the feedset of an mr290 humidification chamber was broken and leaking. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290 autofeed humidification chamber is expected to return to fisher & paykel healthcare in (B)(4) but has not yet arrived. A follow-up report will be provided upon completion of our investigation.